Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the implant did not fit. There was no bone removed and no modifications were made to the implant but they did have to use ¿cranioplastic¿ bone cement to fill in parts where the implant did not cover. There was a delay of approximately fifteen minutes; that was the time is took to mix and place the added bone cement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The design vendor conducted an investigation into the complaint and their findings are as follows: "the device history record was reviewed, no discrepancies were found and no information was missing from the DHR. A review of the implant and defect .stl files show a reduced fit type with a .75mm gap between the implant and defect. The implant design was overlaid onto CT images to confirm proper sizing and fit. The implant is a proper size and no interference was found. In addition to the above check, design services personnel have digitally molded the implant and found the molded implant to match the implant sample. The implant volume was digitally checked and found to be the same as the implant volume provided. In conclusion, the implant design provided meets all requirements and has been found satisfactory." The back-up implant was returned in sealed original packaging. Upon review of returned implant, no manufacturing anomalies were discovered. It was reported the first choice implant remains implanted in the patient. The overall complaint could not be verified as there were no manufacturing issues found by the manufacturer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The most likely cause of the complaint is could not be determined as the manufacturer could not recreate the user problem. Potential causes could be due to changes in the patient¿s anatomy after the CT scan was taken or improper bone removal. The instructions for use (IFU) for this product states in the warnings section that ¿this device has been designed to fit the defect existing at the time of the CT scan and implant fabrication. Changes in the patient¿s anatomy occurring after the CT scan as well as the use of the implant after such changes may result in a suboptimal fit within the defect. Improper selection, placement, positioning, and fixation of the htr polymer implant can cause a subsequent undesirable result. The surgeon is to be familiar with the implant and the surgical procedure prior to performing surgery. Intraoperative shaping and sizing of the implant can be critical to the cosmetic success of the procedure, as improper shape and size can result in a noticeable undesirable prominence or possible disfigurement at or near the implant site.¿ a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.